Event description:
During setup for a surgical procedure the pt was placed under general anesthesia. The physician attempted to utilize the ablate function on an unk arthrowand, however, the settings on the coblator ii surgery system were stuck on zero and could not be changed. The physician ultimately switched to a monopolar bovie pencil to complete the procedure. No pt complications were reported as a result of this event.

Manufacturer narrative:
The specific catalog number for the arthrowand was not reported, therefore, no catalog number, mfg or exp date could be provided in this report. Ref mfrs report(s): 30006524618-2012-00629.